Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Blooming was occurring in the image. In addition to evaluation in b5, the bending section cover had a scratch. The adhesive on bending section cover had a chip. The control unit had a scratch. The switch button 1 had a scratch. The video connector had a scratch. The venting connector of the light guide connector was deformed. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to damage on the control section, the right/left lever did not move smoothly. Due to damage on lock engagement lever, bending section could not be fixed firmly. The video connector case had a scratch. The light guide cover glass had a scratch. The light guide connector had a scratch. The right/left lever had a scratch. Angulation lever had a scratch. The lock engagement lever had a scratch. The right/left plate had a scratch. The up/down plate had a scratch. Grip had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during preparation for use, the endoeye flex deflectable videoscope had an image failure. The intended therapeutic procedure was completed without delay using a replacement device. There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: due to damage on charge coupled device unit, image noise occurred, and the image could not be seen. Because electrical contact of video plug section was shaved, image noise occurred, and an image could not be displayed. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit may be damaged (such as wire breakage) due to usage stress, external factors, or handling, or parts mounted on the electrical board (ic chip, capacitor, etc.) May be damaged. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. "[Inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm of your hand using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing." Olympus will continue to monitor field performance for this device.